Manufacturer narrative:
The lens was returned advanced just past the loading area in a qualified cartridge. The lens and haptic positions were acceptable. The cartridge had evidence it was placed into a handpiece. No cartridge damage observed. The cartridge was cleaned for further evaluation. The lens was removed during cleaning. The lens was evaluated and no damage was observed. Device top coat dye stain testing was conducted with acceptable results. The root cause for the reported complaint could not be determined. The reporter did not provide any detail related to the complaint of "faulty". The lens was returned positioned correctly in a cartridge. The lens and cartridge were individually evaluated. No lens or cartridge damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported a faulty lens. Additional information has been requested.